Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-aug-2018, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(4), ubd: 16-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (25 mg/ml at 8 mg/day) via an implanted pump. The indication for pump use was spinal pain and non-malignant pain. On (B)(6) 2018 the patient was taken in for exploratory surgery and a possible catheter revision because the patient had not been getting adequate pain relief. There were no known environmental, external, or patient factors that may have led or contributed to the issue. During the procedure, the doctor discovered that the pump had flipped in the pocket and the catheter had disconnected. The doctor was unable to get csf (cerebrospinal fluid) flow from the existing catheter, so he replaced the entire catheter and moved the pump to the patient¿s right side. The issue was resolved at the time of the report and it was indicated that the hcp had no further information regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.